Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy pcb assembly was removed for further evaluation in the failure analysis center.  The cause of the reported issue was determined to be due to an inductor, designator l4 which has broken off of the solder joint on one side.

Event description:
The customer reported that their device will not power on. &#1288;e reported issue was observed during a shift check of the device and there was no report of any patient use associated.